Event description:
Doctor reported implants tooth #43/45 were unable to place due to a lack of primary stability and were removed. No other implant have been placed. Non-integration.

Event description:
Doctor reported implants tooth #43/45 were unable to place due to a lack of primary stability and were removed. No other implant have been placed. Non-integration.